Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
On 04 aug 2020 we received notification of an article article entitled,'evaluation of changes in choroidal thickness after implantable collamer lens surgery in high myopia patients with graves' the article reports " there were four eyes with an iop greater than 21mmhg in the group a and seven eyes in group b. The iop returned to baseline when using the lower intraocular pressure drugs after surgery." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.